Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the scope communication errors e315 and e216 and was sent out of caution. However, these were found to be non-reportable. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
An email was received from the northern ireland adverse incident centre (niaic), reporting to olympus, the evis lucera elite gastrointestinal videoscope was not supported and had scope communication errors e315 and e216. The device image went black while the endoscopist tried to visualize the caecum, causing the need to withdraw the scope with no visual guidance. The issue happened during a procedure. There were no reports of patient harm.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1: reporter name and address, address, establishment name: can not fit in the space provided: (B)(6).